Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 61 mg/dl using her contour meter. The customer's glucose was retested using another meter and the reading was 261 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot the contour system and ended the call. Attempts made to contact the advocate were not successful. No product will be returned.